Event description:
A physician reported that there was an issues with the delivery of the ultra sound with the nano balanced tips (phaco emulsification tips) present in this pack during cataract surgery (with intra ocular lens implantation) surgery. They had to put the test chamber back on and push the console pedal all the way down to trigger the ultrasound (us). After this action , the us returned normally. They changed the nozzle twice and again the us was able to work again. There was no information about any patient impact. This report pertains to one among the three reports reported from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.